Event description:
Boston scientific received information that the patient came in for a follow up due to beeping on the device due to out of range shock impedances. The beeping on the device was turned to off and the patient was placed on remote monitoring. The physician had elected to replace the right ventricular lead as the measurements had been variable over the year the lead was implanted. All other parameters appeared normal. After the replacement normal shock impedances were confirmed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.